Event description:
During pt treatment with cosmoderm, a total needle disengagement occurred and product was lost. There was no injury to the pt or staff.

Manufacturer narrative:
Allergan is unable to perform a device evaluation review at this time because the lot number supplied by the physician is not complete. We have been unable to reach the physician or office staff to clarify the complete lot number for this event. When or if this info becomes available we will be able to perform a device history review and submit a supplemental medwatch. Evaluation of the returned device noted that the dimension measurements were within specification. Device analysis could not determine a probable cause for the event.